Event description:
Customer's aunt reported, via phone the insulin pump had alarmed no delivery in the morning and the customer has been experiencing high blood glucose of 489 mg/dl, treated with manual injections. Customer's aunt was advised the device would be replaced. Customer has revert to back up plan, old insulin pump, customer agreed to return the device for further analysis but declined replacement insulin pump. Customer's aunt declined to perform troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.